Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 581 mg/dl and the current blood glucose level was 96 mg/dl. Customer stated that they did not got any alert of a blockage during high blood glucose level. Customer reports that they were treated with 3 boluses during high blood glucose level and when that did not work the customer was treated with manual injection to treat high blood glucose level. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.